Event description:
An extra stiff wire was used to advance the main body delivery system into the aorta. The zenith main body graft was deployed without complications. Cannulation of the contralateral limb appeared to be successful. A graftogram was performed noting placement of the graft looked in a good position. Prior to placement of the contralateral leg graft, while the catheter was held in place, the wire guide was exchanged. Contralateral leg graft was advanced and deployed at a location thought to be inside the contralateral limb. A hand injection of contrast was used to observe the graft placement, noting just the graft filling. At the end of the aaa repair, an endoleak was observed. The physician angled the c-arm to view the endoleak, observing that the contralateral left leg had been deployed behind the main body graft. The aortic anatomy at the landing zone of the contralateral limb was very calcified and narrow. During the procedure, from all observation, the wire guide had never left the outline of the main body and had stayed within the main body graft, with the exception of the exchange through the catheter. Since the iliac leg graft appeared to be "squished" behind the limb of the main body, it was evident that the two components could not be bridged together. A decision was made to convert the graft to an aortouni-iliac configuration, by deploying a converter and an occluder. Converter was advanced through the ipsilateral iliac leg graft and deployed successfully. Occluder was deployed in the left common iliac artery. No endoleaks were viewed at the conclusion of the aaa repair. A fem-fem bypass was performed after the implant procedure.